Event description:
I am an insulin-dependent diabetic, using an insulin pump and testing my blood sugars at least 6 times a day. I rely upon my glucometer to determine my insulin doses. At 5:27 pm my glucometer reported a bg of 439 - I was shocked, I had zero hyper symptoms. I took a correction bolus of 15 units. Forty mins later, I checked my bg again and it reported 156. I stopped 10 mins later, and ate a hamburger. Normally, I take 8 units for this meal. I took 6 units of insulin for this meal, instead of 8 units which I normally take for the same meal. I was being conservative, in case I still had insulin active in my system. I didn't check my bg for another 3.5 hours. At 9:33 pm, I checked my bg, and got 465. Again, I was shocked, I had zero hyper symptoms. But I took a correction bolus of 18 units. Less than an hour later, I fell asleep in bed. I came conscious to a room full of paramedics, in pain and confused. My wife had awakened 45 mins earlier, finding me diaphoretic and completely unresponsive, the bed soaking wet. She injected me with glucagon, but because of the confusing info she got from my glucometer, and my unusually severe symptoms, she called 911. My wife had tested my bg twice: at 12:33 am and she got "hi", which confused her, and at 12:41 am she got 261. Which panicked her, as she believed she had injected glucagon into me, and observing my continued unresponsiveness, thought perhaps high bg was the cause. The emt's told me they took my bg and it was "less than 20" - no exact number-. I let the emt's transport me because my physical symptoms were so severe-weakness and pain. I tested on the way out, I got bg=158 at 1:18. In the ER, they tested my bg with their big bg meter and got 67. I did a simultaneous test with my meter and got 400. Nine mins later, at 2:48, I got 231. Thirty mins later, before releasing me - ama - , they tested me, with their meter, and got 115. At home, I tested 1 last time with my glucometer and got 319, at 04:07.